Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer alleged that the pump bolus dosing calculations for the carbohydrates and blood glucose (bg) values programmed were larger than expected. Reportedly, the customer believes that the correction factor and carbohydrate ratio was incorrect. During troubleshooting with tandem technical support, the customer reported that the bolus calculation was accurate based on the values entered. Although requested, the customer declined tandem technical support's offer to review the pump data logs and declined further assistance. There was no impact to the customer's blood glucose level.